Event description:
I ordered byte aligners in 2023. This company is "straight smile llc d/b/a byte". I received a letter about safety notification and wanted to report. I reported issues with the aligners in 2023 and I was told I could not have a refund. That was $(B)(6) for aligners. They were painful and did not move my teeth whatsoever. They left my teeth with decay from wearing them and I had to get multiple cavities and root canals. The product did not help my teeth move correctly and I was left with 24 aligners that did not fit my teeth correctly. Customer service stopped helping and just kept saying there is no refund. And now I am receiving a safety notification for something I complained about 2 years ago. How will I get reimbursed for the dental visits and the product itself? My front tooth moved backward so far that it may need to be replaced with a fake tooth. Reference reports: mw5166367, mw5166368, mw5166369, mw5166370, mw5166371, mw5166372, mw5166373, mw5166374, mw5166375, mw5166376, mw5166377, mw5166378, mw5166379, mw5166380, mw5166381, mw5166383, mw5166384, mw5166385, mw5166386, mw5166387, mw5166388, mw5166389, mw5166390.